Event description:
It was reported as a general comment that during the use of a prostyle device, it failed because of the smaller needles. The method to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported defective device could not be determined. The reported smaller needles appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel/touch based from the user. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: a partial UDI was provided as the lot number is not known.